Event description:
The radiologist reported the patient was undergoing a brain aneurysm embolization. The patient reportedly had two aneurysms, one aneurysm was located in the middle carotid artery (mca), the other was in the basilar artery. The radiologist reported when the physician went to re-deploy the second coil, he felt resistance and could not pull the coil out. When the physician made another attempt to retrieve the coil, he noted that the coil detachment zone was broken and the coil had detached. The radiologist did not disclose if coil was removed, only that the patient had a moderately tortous anatomy and was referred to a neurosurgeon. The patient's final outcome was not disclosed.

Manufacturer narrative:
The device in question will not be returned to boston scientific as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant information becomes available, a suplemental report will follow.